Manufacturer narrative:
Customer reported couple of problems with the insulin pump, is getting extremely lows bgs without giving a bolus for dinner. Device p-cap / test reservoir locked properly in place. The history download was successful using thus software. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, dat and self test. No unexpected over delivery noted during testing. On 10/06/2020 19:12:04.000 normal bolus delivered = bolus wizard, normal bolus amount programmed = 10, bolus amount delivered = 10 was found in history file. No possible over delivery anomaly noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. Current blood glucose level was 135 mg/dl. The customer treated low blood glucose value with glucose tablet and food. Based on customer¿s report customer did allege over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. It was unknown that if the insulin pump was in auto mode at the time of the incident. The devices will be returned for analysis.